Event description:
Additional information was received. It was reported that navigation was aborted because the surgeon already had k wires in place but he did not remove frame. He wasn¿t relying on the navigation but he happened to look up at the screen when placing the accurately tapped screws and noticed it was back to being accurate after being so far off.

Manufacturer narrative:
H2: additional information was received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. Ime and imf codes have been added. Software analysis was completed. It was determined that the logs did not provide any information regarding the cause of inaccuracy. It was suspected that patient movement might have lead to the inaccuracy. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735740, serial/lot #: 1.2.0. Logs were received however analysis has not been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was inaccurate and then became accurate again so the surgeon wanted the logs and archives investigated. The site was using the navigation and imaging systems for the case. The surgeon was accurate when he tapped but noticed when he was placing the k wires that he was 1 cm inaccurate one level below the fracture. This was expected by the surgeon from the task he was completing as he knew that patient movement was a large possibility. At this point the surgeon had mostly aborted navigation. When he was placing the screws he noticed he was accurate again. There was no delay and no impact to the patient.